Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21 , with 510k number k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: sid (B)(6) initial result 88.73, repeated 11.26 / 11.12 / 11.18. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I list number 08p13-24, manufacturing site longford, to the alinity I processing module list number 03r65-01, manufacturing site irving, tx. MDR number 3016438761-2025-00364-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: sid (B)(6), initial result 88.73, repeated 11.26 / 11.12 / 11.18. No impact to patient management was reported.